Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision hip surgery was performed due to loosening of the stem.